Event description:
It was reported that a user was unable to start a dexcom g7 continuous glucose monitor (cgm) sensor while the ilet was operating in abbott libre mode, and the user had selected the incorrect sensor type; the user was guided to switch the sensor type and pair a new sensor, and the issue resolved with successful pairing. No adverse clinical symptoms reported. Outcomes included no injury and no need for medical intervention. User support included troubleshooting and user education conducted over the phone. Investigation of this case revealed user selection of the wrong sensor type and incomplete pairing as the cause of the failure to start the sensor, with the device hardware functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to setup and pairing.

Manufacturer narrative:
Initial.